Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported a power error. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm and rewind test. However it was noticed that, power error detected recur within a week of troubleshooting of the previous occurrence. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 12/11/2022 the customer reported power error detected alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No pump error 25 or power error detected alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that pump error 25 occurred on 13/03/2022 @ 08:00:00 & 12:00:00. In addition to this, pump trace download analysis confirmed the unit alarmed pump error 25. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The internal battery was tested according to the internal battery esr measurement test, and it failed measuring 3.65 ohms (the limits for the internal battery esr measurement test are 0 ohms < internal battery esr < 2 ohms). In summary, the customer¿s report of power error detected alarms was confirmed. The pump error 25 is due to a bad internal battery. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.